Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the physician was taking a wait-and-see approach as there was a possibility for the impedance to improve under observation. The lead remained in use, although the impedance value was not normal even in bipolar at the time of the report. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37086, serial# unknown, product type: extension. Product ID: 3387s-40, lot# va0x8dj, implanted: (B)(6) 2017, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported after the deep brain stimulation (dbs) was implanted, it was connected to the implantable neurostimulator (ins). It was identified abnormal impedance was indicated as the impedance was in the 400 ohms range in unipolar configuration and in the 80 ohms range in bipolar configuration. Low impedance was noted for 0, 1, and 3. The lead and adaptor/ins was disconnected and reconnected, but the impedance value was not changed. Measurement of the lead using the external neurostimulator (ens) was performed but the value was not changed. No surgery had occurred and none was planned. It was reported the patient would be monitored and the physician's observation about the causality was unknown. No environmental/external/patient factors were known to have led or contributed to the issue. Computed tomographic scanning was performed but the issue was not resolved at the time of report. It was reported additional information would be obtained 07/27/2017. A little less than two weeks later, it was indicated the adaptor was also used in the event. Connections between the lead and the adaptor and connections between the adaptor and the ins were both confirmed. It was indicated the impedance was not "normally available," even in bipolar. While the patient was placed under observation, the impedance may change. Thus, the lead remained in use continuously. It was unclear what was meant by the impedance may change while the patient was placed under observation. Follow-up will be performed to clarify. No complications were reported/anticipated.